Event description:
Deflated right breast implant status post augmentation mammoplasty. Bilateral replacement deflated right breast with another brand. Initial use of device unknown.

Event description:
Describe event or problem: suspected deflation.